Manufacturer narrative:
Concomitant medical products: product ID 8596, product type catheter. Product ID 8596sc, product type catheter, product ID 8709, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 106 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had a dye study on (B)(6) 2021 and the dye study was normal. However, today, the patient was appearing lethargic, so the home infusion nurse went to see him this afternoon. Additional information was received from the company representative who reported that the cause of the lethargy was not determined. The patient was placed on minimum rate and will be managed. The pump remains implanted and in use. The patient's weight was unknown. Additional information was received from the device manufacturer representative indicated that they are going to remove the system contents to switch the concentration of baclofen from 2000 mcg/ml to 500 mcg/ml. The caller stated that the doctor theorized that a protein build up at the tip of the catheter could have been pushed free. Additional information was received from the device manufacturer representative indicated important patient information.